Event description:
Patient was revised due to high ion levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Litigation papers allege the patient suffered from constant left hip and groin pain, had difficulty sleeping and could barely walk, her hip made noticeable popping or grinding sounds and she walked with a limp as a result of the asr hip implant. During revision surgery metallosis and synovitis were found. The patient was injured by excessive levels of chromium and cobalt in her blood. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.